Manufacturer narrative:
It is noted that fdc 71 is still applicable to the ins (s/n (B)(4)).

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0djh8, implanted: (B)(6) 2014, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly. Analysis of the tined lead found that circuit #0 and #3 were shorted (dry conditions) at connector #0 of the proximal end. When the lead was not installed in the ins, circuits #0 and #3 were shorted intermittently as the lead was flexed. When the lead was installed in the ins (with the setscrew tightened), circuits #0 and #3 were consistently shorted. On the distal segment of the lead, both circuit #0 and #3 and circuit #1 and #2 were shorted. The circuits were shorted at the location where the coils were crushed.

Event description:
It was reported that a patient had a rash over the device placement site and the device was explanted. The lead was cut during the device removal. No additional interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.